Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery the surgeon changed the polyethylene and did a swap of the stem and head for a different vendor. The patient had pain.